Event description:
It was reported that the patients implantable cardiac monitor had migrated from its original implant site and was causing some discomfort for the patient. An intervention was completed to reposition and re-anchor the device in place. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).